Manufacturer narrative:
Additional manufacturer narrative: regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Echocardiography was reviewed and showed that approximately 6 months after aortic valve replacement with a 23 mm aortic bioprosthesis, there is evidence of severe aortic regurgitation. Based on the submitted images, it is not possible to determine whether aortic regurgitation is central/ valvular or paravalvular. Without images earlier after aortic valve replacement, the chronicity of aortic regurgitation cannot be assessed. Submission of additional images from this echocardiogram, and from echocardiograms earlier after surgery (potentially including intra-operative post-pump transesophageal echocardiography) could allow additional assessment of regurgitation cause and chronicity. The device was not returned for evaluation and follow up for the device is in progress. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted after an approximate implant duration of 6 months due to severe leaks at the right and left commisure post and a visible gap near the left and right commissure. A new 23mm valve was implanted in replacement. There was no additional injury to patient and the mean gradient was 5 mmhg leaving the room. As reported, the initial implant surgeon placed initial three sutures and suspected leaks, then placed several prolene sutures through the skirt on the right and on the non cusp side, below the annulus. Patient's stj was smaller than the annulus and there was difficulty visualizing the valve during explant and further debridement. The valve leaflets were cut out and the frame was severely damaged.

Manufacturer narrative:
Reference CAPA-20-00141.